Event description:
It was reported that an alert for extended charge time was received via merlin.net. Review of stored data confirmed that the charge time limit had been reached seven months prior. Patient has elected to not change out the device at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.